Event description:
It was reported through a (B)(4) study that following a mastectomy the patient had magnetic breast tissue expanders implanted and when the patient would move a certain way or bend over the magnetic backing in the breast implant would be in close proximity to the implantable cardiodefibrillator (ICD) device and it would turn off the device and not allow it to turn the device back on. The breast implants were explanted and replaced with non-magnetic implants. The device remains in use. There were no patient complications reported as a result of this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.